Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
After tha, armd occurred. Removed liner and head, and implanted other implant. Trunnionosis was also confirmed slightly. Customer wants to know how much head was worn. Update: are there any allegations against the revised liner (i.e. Wear, deformation etc)? No left or right side: left.